Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 275mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched display window, cracked screen, and cracked case at the display window corners.